Manufacturer narrative:
Reference report number(s): 1221359-2021-00625, and 1221359-2021-00627 through 1221359-2021-00636 testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m131970 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot m131970, test base part number 190-430/ lot m131970. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m131970 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results with the ID now covid-19 assay for multiple patients this MFR. Report addresses patient 2 of 12. The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2020 on a direct tested nasal kitted swab. The nasal swab was used to swab both nostril per the product insert instructions. Repeat testing was not performed. Confirmation testing on nasal swabs with aptima pcr by (B)(6) generated positive; CT values not provided. The customer stated the patient was symptomatic for one (1) day prior to the test. The customer confirmed there was no patient harm due to the test results. Nebulizer treatment prescribed based on test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Additional information: d3, g1,h6. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.